Event description:
It was reported that the catheter kinked. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause could not be determined from the sample provided. One radiographic image of an implanted catheter was provided for evaluation. The image shows an arrow pointing to a section of the catheter distal to the insertion site. The location appears to show a sharp bend in the catheter. Based on the degree of the bend in the catheter, the complaint of a kink is confirmed; however, the exact cause remains unknown. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort" and "caution: the catheter must be secured in place to minimize risk of catheter breakage and embolization." A lot history review (lhr) of redp4979 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp4979 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter kinked. No other information was provided.